Manufacturer narrative:
Summary of eval: at the time of eval, the reported event cannot be confirmed with the limited info provided. Device eval could not be performed as the reported device was not returned for investigation. Device history review could not be performed as the lot ID is unk. Complaint history review could not be performed as no device info, such as catalog number and lot ID, were provided for investigation. At the time of eval, the reported event cannot be confirmed with the limited info provided. Stryker reserves the right to re-evaluate this investigation. If add'l relevant info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "revision of total hip arthroplasty. A 56mm tritanium revision cup was implanted with 40mm neutral liner and 40mm c-taper metal head. Part number of previous head could not be determined because numbers were worn off."